Manufacturer narrative:
Concomitant products: dtma1qq crt-d implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible over sensing and under sensing was noted on some stored electrograms (egm)/marker channels. Chronically low p-waves were also noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.